Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had fallen. Over time she began to receive uncomfortable stimulation in an unintended area, but remains to also receive stimulation in the needed area. X-rays were taken and revealed lead migration. As a result, the patient will undergo surgical intervention to address the issue.